Manufacturer narrative:
The reported event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak remains unconfirmed. The additional endovascular procedure is confirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest that an aneurysm enlargement of 15.5 mm also occurred. The aneurysm enlargement was discovered during a review of the history and physical dates. Procedure-related harms of this complaint could not be determined with the medical records available for review. The final patient status was discharged home on the fourth postoperative day. No additional investigation of this reported event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar events/incidents. Device iteration is afx with strata corrections: b2: outcomes attributed to adverse events has been updated b5: describe event or problem updated b6: relevant test/lab data updated b7: other relevant history updated g3 awareness date updated h6: health effect = impact code; remove 4614 h10/h11 - additional manufacturer narrative/corrected data updated.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years after the post initial procedure, a type 3a endoleak was identified during a routine follow-up. The patient is currently being monitored pending re-intervention. Additional information: a clinical assessment determined that there was evidence to reasonably suggest an aneurysm enlargement of 15.5 mm also occurred. The aneurysm enlargement was discovered during a review of the history and physical dates. A re-intervention was performed on the patient. The physician opted to implant an afx vela suprarenal and an afx2 bifurcated stent graft. The patient was discharged home on the fourth day following the operation.

Manufacturer narrative:
The reported event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak is unconfirmed. This is not consistent with the reported event/incident. No contributing factors were identified. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as being monitored. No additional investigation of this reported event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar events/incidents. Device iteration is afx with strata. Corrections: h6 health effect - clinical code; remove 1924. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years after the post initial procedure, a type 3a endoleak was identified during a routine follow-up. The patient is currently being monitored pending re-intervention.